Manufacturer narrative:
This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastroenterestomy, before using the device it was discovered that the loading unit was empty and could not be used in surgery. The new loading unit used to complete the procedure. There was no patient injury.